Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Sensor (B)(6) was tested in-house, and a qc did not reveal any malfunction of the sensor.

Event description:
On may 8, 2023, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.